Event description:
It was reported that there was a vt episode that appeared to be treated with inappropriate delivery of atp. It was consulted with tech services and were advised of no issue with sensing or leads. User facility mentioned that they would program around it.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.